Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced "unbearable pain" following the implantation surgery of the neurostimulator. Follow-up information received from the healthcare professional indicated that it was unk if the event could be attributed to the device. The device was explanted and no pt injuries were reported.